Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. The customer did provide a photo of the complaint device to aid in the investigation. According to photo provided by customer, tip was observed slightly blurred, however, it can be observed that one of the irrigation holes is obstructed, also it can be seen that the pebax has blood inside; no damage can be seen in the pebax. No sharp, rough edges or other damages were observed on the photo. However, the customer¿s reported issues cannot be confirmed from the photo alone. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that during an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and foreign material inside the pebax with external material damage occurred. It was reported that a sudden increase to the temperature was detected on the generator, there¿s no indication that the temperature cut-off was exceeded. The catheter was removed from the patient¿s body and it was found that the outer shell of the distal electrode burst. The catheter was replaced, and the issue resolved. The procedure delayed for about 10 minutes due to the issue experienced. The procedure delayed for some minutes due to the issue experienced. No patient consequences were reported. Multiple attempts were made to obtain further clarification regarding this event; however, no response was received. The customer provided a picture of the complaint catheter, the photo is slightly blurred; however, it can be observed that reddish material is inside the pebax. No damages to the pebax nor sharp/lifted electrodes can be observed to the naked eye; however, since the customer reported that the outer shell of the distal electrode burst, this complaint is being considered as MDR-reportable since it is most likely that by ¿outer shell¿ they meant that the pebax was physically damaged. Further investigation will be performed if the device become available for analysis. Should more information become available, it will be reviewed and processed accordingly. The customer¿s reported issue of ¿high temperature displayed¿ is not considered to be MDR reportable since there's no indication that the temperature cut-off value was exceeded; therefore, the risk to the patient is remote. Additionally, the procedure delay is also not MDR reportable since there¿s no indication that the physician considers that the delay may have contributed to a death or serious injury.

Manufacturer narrative:
On 4/16/2021, the bwi product analysis lab received the device for evaluation. During visual inspection, the lab confirmed the reported reddish material and hole in the pebax with internal parts exposed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
It was reported that during an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and foreign material inside the pebax with external material damage occurred. It was reported that a sudden increase to the temperature was detected on the generator, there¿s no indication that the temperature cut-off was exceeded. The catheter was removed from the patient¿s body and it was found that the outer shell of the distal electrode burst. The catheter was replaced, and the issue resolved. The procedure delayed for about 10 minutes due to the issue experienced. The procedure delayed for some minutes due to the issue experienced. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted visual inspection, generator testing and flow test of the returned device. Visual analysis of the returned sample revealed reddish material and a hole in the pebax of the thermocool® smart touch¿ electrophysiology catheter and internal parts are exposed. This finding was reviewed and determined it remains MDR reportable as it is consistent with the customer¿s reported event. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Generator testing was performed, in accordance with bwi procedures. The catheter temperature was working correctly and within specifications. Then, the flow test was performed and was found within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No high temperature issues as per the reported event were found. The instructions for use contain the following recommendations: -monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. - in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. The temperature event described could not be confirmed as the as the device performed without any temperature issues. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Through the analysis process, the product lot number was verified to be 30335837m; obtained from the device¿s electronically erasable programmable read only memory (eeprom) record. As such, field d4. Lot has been populated. With the lot number available, the manufactured date and expiration date have also been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the reported high temperature issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: membrane (g04088) were selected as related to the pebax damage and foreign material inside the pebax. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)